Event description:
It was reported that during a da vinci surgical procedure that the tip cover accessory of the monopolar curved scissors instrument fell into the patient. The tip was removed; however it is unknown how the tip was removed.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. Visual inspection showed no damage on the tip cover and a fitting test was performed on the instrument and hugged well. No other damage was found. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. There was no adverse event since the fragment was retrieved during the same da vinci surgical procedure. However, this complaint is being reported because the tip cover accessory from the monopolar curved scissors instrument fell into the patient.